Event description:
It was reported that while in patient use, the ventilator went into rapid auto-triggering and patient/ventilator dyssynchrony. The ventilator was removed without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).